Event description:
It was reported that pump declared altitude alarm and customer could not resume insulin delivery even after waiting, with alarm recurring shortly after loading new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer turned affected pump off, used backup pump instead, successfully loaded new cartridge on original pump on a later day, and tandem technical support arranged replacement pump and cartridge.